Event description:
It was reported that a pin broke off in the therapy connector of the device and therapy cable can no longer be recognized. The customer disposed of the therapy cable with the broken pin. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the therapy connector and therapy cable assemblies. The device will be returned to service for use. The cause of the broken pin within the therapy connector assembly could not be determined.